Event description:
It was reported that during preparation for a photoselective vaporization of the prostate (pvp) the fiber broke. A second fiber was used to complete the procedure with no clinical consequences to the patient.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and the control knob. Additionally, the fiber glass and metal caps were found to be detached and not returned. Review of the device history record confirmed that the fiber met specification prior to release. Based on analysis results, it is probable that manipulation during use of the fiber contributed to the fiber body break between the input connector and the control knob. The device instruction for use (IFU), cautions not to press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. The observed glass and metal caps detachment condition of the fiber could be due to inadvertent heavy tissue contact and a decrease in saline flow which leads to elevated temperatures that may result in cap/tip detachments. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device, or sample, caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate (pvp) the fiber broke. A second fiber was used to complete the procedure with no clinical consequences to the patient.